Event description:
A 20 mm diameter x 12 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The external iliac artery was reported to be tight and measured 7 mm in diameter. Vessel tortuosity was reported to be moderate with little calcification. Aneurysm morphology is unknown. The physician was unable to advance the sheath. Dilators were used to dilate the artery and the bifurcated device was inserted without the use of a sheath. The stent graft could not be advanced past the right iliac bifurcation, even after removing the device and lubricating it. A 22 french sheath was introduced, and it was reported that it had to be forced in. The bifurcated device was reinserted and deployed. The iliac limb was then deployed. As the runners were removed, the patient's blood pressure dropped; therefore, an angioplasty balloon was inserted into the iliac limb and inflated to stabilize the patient's blood pressure. A 13 mm diameter x 8.5 cm length iliac limb was deployed on the left side, and a 13 mm diameter x 11.5 cm length iliac limb was deployed on the right side. It was reported that there was an endoleak; therefore a 16 mm diameter x 8.5 cm length iliac limb and a 13 mm diameter x 5.5 cm length iliac extender cuff were deployed. It was reported that the leak was not resolved, and that it appeared to be coming through the stent graft. A retroperitoneal incision was made to determine the source of the leak, and it was reported that the artery was reportedly found to be transected. It was reported that 3 cm of the stent graft was exposed and transgraft flow was reported from the exposed segments. The 13 mm diameter x 5.5 cm length, the 16 mm diameter x 8.5 cm length, and a 13 mm diameter x 11.5 cm length iliac limbs were removed from the patient, and an iliofemoral bypass was performed and sewn end-to-end. No clinical sequelae were reported, and the patient is reported to be fine. Receipt and analysis of the explanted components are pending.

Event description:
Analysis of the explanted stent graft has been completed. Repeated attempts at cannulating a narrow and tortuous right artery likely contributed to the right iliac rupture. No apparent graft integrity issues wre observed in the components received that could have contributed to this outcome.